Event description:
On (B)(6) 2013, the surgeon became aware of issues with the patient's healing. The devices were found to be broken upon removal, on (B)(6) 2013. The surgeon considered that an unk external event occurred that caused/contributed to the breakage.